Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure was isolated to broken lead 1+ and lead 2+ wires in the ECG a and b cable. The root cause for the broken lead 1+ and lead 2+ wires have not been positively identified. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an austrian patient was experiencing adjust belt messages.